Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, passed the manual articulation of inputs. The instrument underwent external and internal visual inspections and found no motion or recognition related issue. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, grips opened, closed, and grasped properly. The instrument passed the electrical continuity and energy delivery tests. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument would not respond. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was observed not moving at all. No missing or detached material from portion of the device that enters the patient's body.